Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2001. Subsequently, a revision procedure occurred on (B)(6) 2014 due to pain, metallosis, and synovitis. Upon opening of the knee joint, a black discoloration was seen in addition to a broken femoral screw. Debridement was performed and the screws were removed. No pieces were retained in the patient. The distal femur, axle, yoke, tibial and femoral bushings, locking pin and bearing were also replaced. Product was returned for evaluation and identified. Three of the returned items were confirmed to have been manufactured in 2012 and 2013. This verifies that a revision procedure occurred after (B)(6) 2013 and prior to (B)(6) 2014. Follow up attempts to obtain details of the prior revision procedure were unsuccessful. The date and reason for the previous revision are unknown.

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2001. Subsequently, a revision procedure occurred on (B)(6) 2014 due to pain, metallosis, and synovitis. Upon opening of the knee joint, a black discoloration was seen in addition to a broken femoral screw. Debridement was performed and the screws were removed. No pieces were retained in the patient. The distal femur, axle, yoke, tibial and femoral bushings, locking pin and bearing were also replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Additional information: event description - updated based on manufacturing history review of one of the products associated with this event, the yoke, there is evidence to suggest that patient underwent another revision which occurred on an unknown date after (B)(6) 2013 and before (B)(6) 2014. Event date: date implanted is unknown; however, based on review of manufacturing records for associated product, this would have been implanted at some time between (B)(6) 2013 and (B)(6) 2014. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned device found evidence of black matter which confirms the 'black discoloration' in wound as per complaint description.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6). Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-07958 & -09298/ -09300).